Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
Followup information from the clinic indicates the device was functioning normally.

Event description:
It was reported that the patient states that it is hard to breathe during exercise at the upper pacing rate of 130 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.